Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient made a mistake further described as a touch contamination which led to peritonitis. On the same day as onset, the pt was hospitalized for the event. On an unreported date, the pt was treated with unspecified antibiotics, ip-intraperitoneally. On an unreported date, the pt recovered from the peritonitis event. Dianeal therapy was ongoing. No further information is available.